Event description:
It was reported ongoing occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge, which, is considered off label use. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer resumed insulin therapy.